Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided which indicates that the physician does not believe that further review is necessary and plan to continue to monitor this patient.

Event description:
Boston scientific received information that during the changeout procedure this implantable cardioverter defibrillator (ICD) system exhibited a fault code indicating a shorted condition. The physician believes that the distal shocking connector pin was not fully inserted into the device. The patient was difficult to induce and once induced the device charged for a 21 joule shock and returned a fault code and shock impedance less than 20 ohms. Since the shock did not convert the device then charged to 31 joules which did convert the patient and the impedances were 92 ohms. The physician took the device out of the pocket and did tug test and felt the lead move. The physician then disconnected and reconnected the lead. Another 21 joule test was performed with an impedance measurement of 88 ohms. No adverse patient effects were reported. The physician completed the case and was satisfied with the outcome. Boston scientific technical services (ts) discussed that there still may be a system integrity issue and request engineering review. At this time, no further information has been made available.